Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. The pump passed the functional testing and all operating currents were tested with in the specification range. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during basal. Customer stated that insulin pump was newly replaced pump. Customer's blood glucose had been in the range of 400 mg/dl to 600 mg/dl. Customer was not able to resolve issue during troubleshooting. Customer requested for insulin pump to be replaced.